Event description:
It was reported that the pt underwent revision surgery due to breakage of the sulox head, wear, pain and metalosis. When the pt bends down, pain is arising. The x-ray photographs showed a breakage of the sulox-head and the inlay was destroyed by conus. Additionally it came in contact with the shell, which resulted an enormous abrasion of polyethylene and metalosis and also it infiltrated the soft tissue. Notes: event detail: complaint re-opened on (B)(4) 2013. As part of a corrective action which was initiated on the 10/21/2013 (B)(4), this complaint has to be reported to FDA retrospectively.

Manufacturer narrative:
The device manufacturing quality records indicate that this component met all requirements to perform as intended. Visual examination could not be performed as the product is not available for investigation. The product has not been returned to the manufacturer as the pt has kept it. The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on the given info and the results of the investigation, we were not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).